Manufacturer narrative:
(B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "capsular contracture."

Event description:
Healthcare professional reported from educational seminar 11 of the 10th annual meeting of the japanese society of breast oncoplastic surgery unknown side "1 case of cranial displacement", "1 case of capsular contracture" baker grade not specified, and "1 case of rippling". The devices have been explanted.